Event description:
A nurse had contacted baxter corporate surveillance regarding a baxter 250ml intravia container where the IV tubing would not disconnect when the nurse tried to change the bag after a pheylephrine or fentanyl infusion (the reporter did not specify which drug was used during this event). The customer stated that they had difficulty separating the spike from the solution bag. The customer stated that they had to switch out the whole set up for a patient because they could not get the spike out of the bag. No additional patient outcome is available.

Manufacturer narrative:
(B)(4). The patient was reported to have a drop in blood pressure, which occurred during the connection issue. However, the action taken for the drop in blood pressure was not reported. The reported difficulty, with separating the spike from the solution bag, was confirmed during sample evaluation. However, the cause of the connection issue could not be determined during the investigation. No additional information is available for this condition.

Manufacturer narrative:
(B)(4). The patient's blood pressure dropped when this event occurred. Baxter received one sample for evaluation. Visual examination confirmed the reported condition. Visual examination observed that the tubing was ripped from the bag. The root cause of the reported condition was not determined: no other observations were noted on the sample. This issue is being investigated through corrective and preventative action (CAPA).

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A sample evaluation was conducted and the problem was confirmed. The root cause of the reported condition was unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the date for follow up MDR 002 should have been (B)(4) 2012.